Event description:
Air comes into the clear line, located at the white piece. Defect was discovered during surgery with a 15 minute delay resulting in no effect on pt. Another pack was used to complete surgery.